Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. There was no reported impact to blood glucose. Reportedly, a new cartridge was loaded to address the cartridge alarm and a minimum fill notification occurred after the user filled the new cartridge with 250 units of insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 220 mg/dl.